Manufacturer narrative:
Patient information was requested and the customer stated the patient information is not available. Correct contact address: (B)(4).

Event description:
The customer reported the navigation ring is working intermittently and the ventilator screen is locked up. The customer reported patient involvement with no harm to the patient.